Event description:
On (B)(6) 2025 the user was hospitalized for diabetic ketoacidosis with a bg of 528 mg/dl after waking with elevated glucose following a supply change performed the night prior. The user began vomiting when attempting ketone testing and was driven by a family member to the hospital, where they were admitted and treated with IV fluids and insulin. The user was discharged on (B)(6) 2025 and has since resumed ilet therapy.